Manufacturer narrative:
Manufacturing site: (B)(4). Attempts were made to gather thorough event information during complaint processing; no further information could be obtained. The returned guide wire had no deformation such as a kink except shaping of the tip portion. Ptfe coating was found linearly scraped at approximately 70-79 cm and 115-133 cm from the tip in the longitudinal direction. Burrs were found on the edge of scraped ptfe coating. Long, bellows-like green strips were returned and observed; it was concluded that these were peeled ptfe coating. To replicate the ptfe coating damage, an unused 0.014 inch guide wire was inserted into a metal introducer and made to contact the introducer edge. As a result, the similar ptfe coating damage that was seen on the returned guide wire was observed on the sample guide wire. Shape of the ptfe coating fragment was also similar to that of the returned green objects, bellows-like strips. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome of the returned guide wire and green strips, it was concluded that ptfe coating was damaged by strong friction occurred when the edge of a metal introducer point contacted the shaft of the returned guide wire. There was no indication of product deficiency. Although the ptfe fragments were returned, it could not be certain that all pieces of ptfe fragments were retrieved from the vasculature. Introductions for use states: - [warnings] never use metallic needles or metallic sheaths for insertion and withdrawal of this guide wire. Otherwise, the surface of this guide wire may be damaged significantly; - [warnings] do not use this guide wire in combination with catheters (atherectomy catheter, metallic dilator etc.) Which metallic parts may contact surface of this guide wire. Otherwise, this guide wire may be damaged or break apart; and, - [malfunction and adverse effects] abrasion of the guide wire coating.

Event description:
During a pci to treat a 90-99% stenosis in the lad #7, the subject guide wire was advanced to the middle of the lad with a penetration catheter. The physician removed the guide wire in an attempt to exchange it for another wire. It was recognized that the ptfe coating of the removed wire had peeled off when he wiped it with gauze. No additional intervention was taken and the procedure was resumed. The blood flow was reestablished by stent deployment. The patient was discharged three days after the procedure.